Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted, due to unk reasons. Date of explant and implant duration are unk. It was additionally reported a second device, model 4600 was also explanted. No further details were provided. Info learned from implant pt registry. It was additionally reported a secon device, model 4600 was explanted. Please refer to MFR # 6000002-2009-09763.